Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in the product was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: second nexiva as n/s was running the nurse noticed the leakage and then caught the broken bd q syte.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in the product was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: second nexiva as n/s was running the nurse noticed the leakage and then caught the broken bd q syte

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.